Event description:
It was reported the unit is giving ec101. A reboot clears the error but they are having to reboot it every time they use the machine. 18 feb 2026 evaluation found snow at the bottom of the screen.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to the service facility for evaluation. During the evaluation, the reported issue of unit is giving ec101 was confirmed. The unit was powered up and operated as expected, however it was noticed that there was snow at the bottom of the screen, the problem was traced to the beamformer pcb , the beamformer pcb was replaced and the snow went away, in addition the ec101 error is a beamformer error. The root cause is due to an internal failure within the beamformer pcb.